Manufacturer narrative:
The p-cap/reservoir does lock properly. Pump passed displacement test, active current measurement and sleep current measurement. Pump failed self-test. Failed vibrations self-test due to moisture damage to the vibration motor. No failed battery test noted. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed failed battery test on 11/08/2025 13:05:54.00 in pump downloaded history. Found moisture damage to motor assembly, pcb1 board and pcb 2 board and battery tube during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked case battery tube, cracked keypad overlay, and faded serial number label. In summary, customer alleged failed battery test not confirmed however moisture damage to motor assembly and confirmed no vibration alert, pcb1 board and pcb 2 board and battery tube. Confirmed damage located at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical damage to the insulin pump with a crack on the case at the battery tube side, which affected pump functionality. The customer also reported a battery failed alarm. The customer reported no adverse event. The event involved product mmt-1780kl. Troubleshooting was performed and included confirming the physical damage and battery issue, instructing the customer to discontinue use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode; pump replacement was arranged. No harm requiring medical intervention was reported. Mmt-1780kl was requested, and the customer's response was that the device will be returned.